Event description:
It was reported that the patient passed away in 2017 due to sudep. There was no allegation that the death was related to vns therapy. Attempts for further information were unsuccessful to date.

Event description:
Information was received from the national death index (ndi). Per this report, the underlying cause of death was sequelae of "other accidents." The patient was noted to have cardiomyopathy, other and unspecified convulsions, and a sequelae of injuries, not specified by body regions. No other relevant information has been received to date.